Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. After a non specified guide wire crossed the lesion, a 1.20mm x 8mm emerge balloon catheter was attempted to use for pre dilatation. On the first and second inflation, the balloon was inflated to rated burst pressure for 20 seconds. During the third inflation, the balloon ruptured at 18 atmospheres. The device was exchanged to a non bsc balloon catheter and completed the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).